Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("one of the coils had migrated to her uterus / migration of essure device (uterus))") in a 35-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included condom, gravida ii, parity 2 ((B)(6) 2000, (B)(6) 2010) and ovarian cyst. Previously administered products included for birth control: iud from 2010 to 2012 and depo from 2000 to 2007. Concurrent conditions included obesity. On (B)(6) 2012, the patient had essure inserted. In 2015, the patient experienced pelvic pain ("chronic pelvic pain / pain / pelvic pain(few times during the day, varied and mild to severe) ") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2016, 3 years 4 months after insertion of essure, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abdominal pain ("abdominal pain / right side abdominal pain (few times during the day varied and mild to severe)") and menorrhagia ("excessive bleeding during menstruation"). The patient was treated with ibuprofen and surgery (total laparoscopic hysterectomy-robotic assisted, bilateral salpingectomy, left oophorectomy.). Essure was removed on (B)(6) 2016. At the time of the report, the device expulsion, pelvic pain, abdominal pain and dysmenorrhoea had not resolved and the menorrhagia outcome was unknown. The reporter considered abdominal pain, device expulsion, dysmenorrhoea, menorrhagia and pelvic pain to be related to essure. The reporter commented: 3 rings were visible in the right ostia , 1 were visible in the left. Patient tolerated the procedure well without complication. Patient underwent total laparoscopic hysterectomy-robotic assisted, bilateral salpingectomy, left oophorectomy, cystoscopy. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.4 kg/sqm. On (B)(6) 2013, hysterosalpingogram: confirmed satisfactory placement of both essure coils and full occlusion of both tubes./ fallopian tubes are scared, lose, closed and normal appearing endometrial cavity. No evidence for extravasation of contrast. Normal-appearing endometrial cavity. On (B)(6) 2016 patient had surgical pathology report resulted in right fallopian tube: benign paratubal cyst and left fallopian tube. Gross description: labeled "uterus and cervix, bilateral fallopian tubes and left ovary" is with separately submitted bilateral fimbriated tubes, one with an adjacent ovary (left). The right cornu region is remarkable for having a silver-colored metallic coil medical implant present. This focally protrudes into uterine corpus. In the left cornu region, on cut section, a second silver colored metallic medical implant coil device is present. The left fimbriated tube (with adjacent ovary) measures 5 x 0.8 cm. Right fimbriated tube measures 5.8 x 0.8 cm. There is a 0.6 cm diameter unilocular serous fluid-filled para tubal cyst. The cut surfaces of the tube are unremarkable. Most recent follow-up information incorporated above includes: on 21-feb-2018: pfs+mr received, reporter added,historical and treatment drug added. Concomitant condition added, event added as follows:- dysmenorrhea. Lab data added. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("one of the coils had migrated to her uterus") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("chronic pelvic pain"), abdominal pain ("abdominal pain") and menorrhagia ("excessive bleeding during menstruation"). The patient was treated with surgery (laparoscopic hysterectomy, bilateral salpingectomy and oophorectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, pelvic pain, abdominal pain and menorrhagia outcome was unknown. The reporter considered abdominal pain, device dislocation, menorrhagia and pelvic pain to be related to essure. Diagnostic results: on (B)(6) 2013, hysterosalpingogram: confirmed satisfactory placement of both essure coils and full occlusion of both tubes. Company causality comment: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.